Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by the philips remote service (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+, indicating that the treatment implementation test failed. Available details indicate that the device was restarted by the customer and was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was restarted to resolve the issue and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.